Event description:
The reporter stated that unit did not deliver correctly. The reporter further stated that the syringe clamp needed adjusting and the unit was not reading syringe size correctly.

Manufacturer narrative:
The unit was flow tested and performed within specification. The pump history records were reviewed and no issues were found. The unit was found to recognize syringe size correctly and this could not be altered during testing. During service, the saddle was found to be damaged and has been replaced. Medex was unable to confirm the customer's issue or determine a possible cause. No add'l action is necessary at this time. Medex considers this MDR closed with this report.